Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device had no buttons error alarms noted during testing. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
Customer reported the insulin pump alarmed button error while he was skiing. Customer's blood glucose was 145 mg/dl. Customer stated he was using a different set and he was skiing. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.